Manufacturer narrative:
Per the t:slim user guide: do not disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from the site (from your body) before tightening to avoid unintentional insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 61 mg/dl and carbohydrates were consumed to address the low bg. The customer reported that she had disconnected from the luer lock connection and not the infusion set site and was the suspected cause of the low bg. Tandem technical support informed that as per labeling, disconnect from the infusion set site first. The customer understood and acknowledged the information.